Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened escape, act, down arrow and up arrow dome switches. No button error alarms noted. No cosmetic damage noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and kepad anomaly. Customer's blood glucose was 9.0 mmol/l. The customer stated that buttons become more and more difficult to press, ended in button errors. The customer was advised that the device would be replaced and agreed to return the product for analysis.